Event description:
It was reported that presenting electrogram (egm) for this patient showed intermittent loss of left ventricular (lv) capture. The lv output is programmed to fixed 5.5v @ 1.5ms. Lead measurements were satisfactory. The observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.